Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: surgeon indicated that a tfna blade guide sleeve (03.037.017) and buttress compression nut (03.037.016) were not working properly during a recent case. The instruments were set aside in MDR. Upon inspection it was clear that the threads on the blade guide sleeve had become stripped making it impossible to advance and/or remove the buttress compression nut. The surgeon indicated that a second set was required to complete the procedure. No significant delays were encountered and this part of the procedure was completed without further incident. Both instruments require replacement. This complaint involves one (1) device buttress/compr-nut. This is report 1 of 1 for complaint (B)(4).